Event description:
It was reported that the system monitor display had a flashing red banner that said, "2 u &" and had an active alarm in wingdings font. There was no audible alarm and no alarms on the system controller. The system monitor was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the system monitor displaying a flashing red banner stating "2 u &" and windings font displaying on the alarm screen could not be confirmed nor reproduced during testing of the returned system monitor (serial number (B)(6). The returned system monitor was evaluated and tested by tech service. The reported issue could not be duplicated during their evaluation. Per their analysis, the issue could have been caused by the monitor's internal memory card. As a result, the memory module was replaced with a new one. Additionally, it was noted that the received unit was missing a foot and a replacement was provided. The monitor's cable (lot# dc1507001) was tested and passed all tests. Full functional checkout was performed per the heartmate system monitor service process and the unit passed all tests. The serviced unit was returned to the customer site. Reports of similar events will continue to be tracked and monitored. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on (B)(6) 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The heartmate power module instructions for use (section titled "connecting the display module") instructs users what to do in the case that their system monitor's screen is not working. Heartmate 3 patient handbook and heartmate 3 instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.